Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the isvt case, a pericardial effusion was noticed. Caller reported there was a drop in blood pressure on the patient. Caller reported that the medical intervention provided was a pericardiocentesis and 400 cc of fluid was removed. The patient was reported to be in stable condition.